Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. The customer was treated with IV drip, potassium drip and a lot of medicine and released. The customer was off the insulin pump for less than 48 hours than the hospitalization. The device is not expected to be returned for analysis.